Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, trouble shooting was performed, a search for similar complaints, and a review of labeling. A field service representative (fsr) replaced the buffer solution filter and the processing syringe assembly. No further issues have been documented. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of axsym system, list number 07a83 was identified.

Event description:
The customer observed an aberrant tsh results while using the axsym analyzer. The customer indicated an initial result of 0.49 uiu/ml and a repeat result of 2.98 uiu/ml. It was not specified which result was deemed correct. The result was not reported and there has been no impact to patient management reported.

Manufacturer narrative:
(B)(6). (B)(4). A follow-up report will be submitted when the evaluation is complete.